Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 425 mg/dl at the time of incident. The customer¿s current blood glucose value was 350 mg/dl. The customer did not experience any symptoms of high blood glucose value. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. Customer alleged that the insulin pump was under delivering as customers blood glucose was high even though they did not ate much. Customer stated that the insulin pump passed high pressure test. No further patient complications were reported. The customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.